Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx2483 showed 1 other similar product complaint from this lot number. The complaints for this lot number (redx2483) have been reported from the same facility in china.

Event description:
It was reported PICC catheter leaks, causing delay in treatment. No other information was provided.